Event description:
A cartridge change error was reported with the customer's insulin pump. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.